Event description:
It was reported that prior to gastric band procedure, that when opening the box, the band was damaged, presenting a leakage. Another device was used to complete the procedure, there were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 08/12/2008. Information anticipated, but unavailable at this time.